Event description:
Customer reported an issue with the passport 2 monitor, which may have affected ECG monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of the cpu board, main switch, cooling fan, and motor pump. Unit was calibrated and safety tested to factory's specifications.